Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to error 32056. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error axes controller, arm (aca) failed to initialize i2c device was followed by a 1123 error ac_err_encoder p3=3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check and usm automatic gain control (agc) current was found to be failing on degrees of freedom (dof) 3/axis2, replicating the reported event. Once testing was completed, failure analysis reseated the pitch searchlight flat flex cable (ffc) and usm agc current passed on retry. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the pitch searchlight flat flex cable (ffc) was found to be the root cause of the reported event

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, prior to ports being placed inside the patient, the customer reported to technical support engineer (tse) that prior to start of case error fault 32056 was observed. Tse confirmed error 32056 on universal surgical manipulator (usm) arm 4 on the system logs. The customer performed an emergency power off (epo) of patient side cart (psc) with no change. The customer disabled usm arm 4; however, the surgeon required all four usm arms. The procedure was converted to traditional laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was identified prior to the patient being in the operating room, therefore no ports were placed in the patient. The surgeon opted to perform the surgery through laparoscopic surgery instead of waiting for another dv system to become available.